Event description:
The customer reported that the battery had intermittent battery power connection problems. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery had intermittent battery power connection problems. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.